Manufacturer narrative:
Device passed the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No device deficiency anomaly noted during test. Device received with stained end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose levels. The customer¿s blood glucose levels were 400 mg/dl, 328 mg/dl, 66 mg/dl and 106 mg/dl. The customer had been using insulin pump system within 48 hours of reported high blood glucose event. The customer reported that they treated high blood glucose level with manual injections and gave 40-50 units through insulin pump.. The customer did not mention any symptom related to high blood glucose level. The customer did not allege the insulin pump for under delivery. The customer reported that the drive support cap appeared to be normal. The customer declined troubleshooting for high blood glucose level. The insulin pump will be returned for analysis.